Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a faulty sensor. Customer stated there were differences between sensor glucose readings and blood glucose readings. Differences were not within an acceptable range. Customer's sensor reading was 181 mg/dl and his blood glucose level was 282 mg/dl. Customer thinks that he overcorrected for a reading of 150 mg/dl and ended up with a low of 42 mg/dl. Customer was able to treat with juice yesterday for the low blood glucose level issue. Customer removed the sensor and stated that it was bent. Customer was advised to monitor the sensor glucose performance and calibrate 3-4 times a day instead of 2-3 times. No further assistance needed.